Event description:
A pt specimen tested negative for antibody screen on the galileo. An anti-e was detected using manual tube testing.

Manufacturer narrative:
Customer sent specimen collected from the pt for further investigation. The presence of the e antigen on retention lots of capture-r ready-screen products was verified. The specimen was tested by tube method microscopic reactivity was seen with e+e= red cells. The specimen was tested on an in-house galileo and results were negative. The limitations section of the package insert for capture-r ready-screen states, "negative reactions will be obtained if the test specimens contain antibodies present in concentrations too low to be detected by the test method employed." The limitations section of the galileo operators manual states, 'the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology." The results appear to be related to the nature of the specimens. Although a transfusion of incompatible blood did not occur, the potential for tansfusion of incompatible blood exists.